Manufacturer narrative:
(B)(4). The rt050 interface is used to deliver humidified oxygen to pts. The rt050 consists of a short length of tubing (interface tube) which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The product also includes a lanyard which is placed around the pt's neck or attached to the pt's clothing or bedding to remove the load of the breathing circuit from the pt's nares. Method: no product was returned to fisher & paykel healthcare. An investigation of the complaint was carried out based on the event description. Results: based on the info provided, the rt050 interfaces came apart between the nasal prongs and the plastic base. A lot check was not performed as no lot info had been provided. Conclusion: the rt050 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic base. Without the return of the complaint devices, we are unable to determine the root cause of the separation. (B)(4).

Event description:
A hospital in (B)(6) reported that three (3) rt050 adult nasal interfaces "came apart where the silicone attaches to the plastic side of the cannula", between the nasal prongs and the plastic base. No pt consequence was reported.